Event description:
The event involved a plum set where it was reported there was a leakage of chemotherapy during infusion. No other information provided. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Initial reporter name and address: phone number: (B)(6).